Event description:
Mediastinitis post open heart surgery. The shelhigh pericardial patch was used as a pericardial substitute. Eight (8) cases of mediastinitis occurred in one hosp in germany. This infection is a well known complication after open heart surgery.